Event description:
The technician alleged that head of the bed would not raise when weight was applied. No pt impact.

Manufacturer narrative:
The technician replaced the head up valve to resolve the issue.